Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted in a transgastric position to treat a pancreatic pesudocyst during an endoscopic ultrasound (eus) cyst drainage procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the stent was fully deployed without issue. Reportedly, the physician was using the alternative method of deployment where the second flange of the stent is fully-deployed in the scope, and the stent is then released from the scope by advancing the catheter and retracting the scope in a 1-to-1 fashion. However, when releasing the second flange of the stent from the scope, the physician withdrew the scope from the patient, pulling the stent out of position and into the patient's stomach. The stent was removed from the patient with forceps, and the procedure was completed with another hot axios stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.